Event description:
It was reported that air was observed in the patient line of an integrated apd set with cassette. This occurred during the initial drain of peritoneal dialysis (pd) therapy on the homechoice (hc) machine, while the home patient (hp) was connected. Nothing was found during troubleshooting that would have caused or contributed to the air, though the care giver (cg) stated that they were not sure if the patient line was primed completely when the hp connected. The technical service representative (tsr) had the cg close the clamps, disconnect the hp, and cycle the power on the hc machine to clear the alarm. It is unknown how the hp planned to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Air in the patient line, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.